Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited loss of capture (loc). Upon review, technical services (ts) stated that the nominal anti-tachycardia pacing (atp) output was set at 5v however this patient was programmed at 7.5v. The health care professional (hcp) reviewed the ventricular episode and stated that the atp may be intermittently capturing, and the right ventricular (rv) threshold were at 4v @0.4ms and 3.2v @0.6ms in office. The hcp also stated that the patient was on a very high dose of amiodarone. This device remains in service. No adverse patient effects were reported.